Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During ablation of an atypical right atrial flutter, an effusion was noted. X-ray revealed that the heart silhouette was not moving, and an ultrasound confirmed a cardiac effusion. A pericardiocentesis was performed, blood pressure returned to normal and the patient was in a stable condition in ICU.